Manufacturer narrative:
Batch review performed on 18 september 2025: lot 188999: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision surgery was performed six years after total knee arthroplasty due to knee instability. Polyethylene wear was mentioned as a possible contributing factor; however, this is difficut to confirm based on the available radiographic images. The x-rays show well-fixed tibial and femoral components, with no radiographic signs of loosening or migration. Additionally, no signs of osteolysis or periprosthetic bone changes suggestive of particle disease were observed as indirect indicators of polyethylene wear. Instability is a relatively common complication following tka and is frequently attributed to progressive soft tissue laxity, which may compromise joint stability over time. Polyethylene insert wear can also contribute to this condition by altering the articular surface and joint mechanics. In this case, revision surgery consisted of the replacement of the polyethylene insert with a thicker one, which is a standard approach for managing instability when the components remain well fixed. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had knee instability and the cause is unknown. X-rays revealed evidence of poly wear with hyper-extension. At about 6 years and 3 months post primray the surgeon upsized the poly to 12mm. No sign of loose body or cement in the knee. The surgery was completed successfully.